Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the insulin pump was under delivering. The caller stated that the customer did a bolus for dinner but the insulin pump was not showing any details of the bolus in the bolus history. The caller stated the customer¿s blood glucose level was 578 mg/dl. The customer tried to do a bolus for the high blood glucose but got a no delivery alarm. It was also noted that the insulin pump should have given the customer 16 units of insulin for 95 carbohydrates but the customer was only given 1.2 units of insulin. The insulin pump will be returned for analysis.